Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the stopped charging the ipg rendering the ipg inoperable. The patient last recharged their ipg a year ago. As such, the patient lost therapy in (B)(6) 2024. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, adequate therapy was confirmed post op. The ipg was implanted in 2019. Exact date of implant is unknown.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.